Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her last infusion set came apart and tubing got detached after wearing it for two and a half days. She was asleep, and the pump started alarming as she was having high blood glucose level when she noticed the detachment. She self-treated it with an injection. No further information available.